Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there has been a migration of the implant housing and there is an air bubble around the internal coil due to the user blowing her nose. The user is scheduled for a revision surgery on the (B)(6) 2022.

Event description:
There has been a migration of the implant housing and there was an air bubble around the internal coil due to the user blowing her nose. The electrode did not seem to be impacted. The user underwent a revision surgery on the (B)(6) 2022. A pocket was created and the housing was secured with a titanium plate.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. A re-positioning surgery was performed successfully. Furthermore, the recipient had an air bubble over the internal coil after blowing the nose. In addition, one electrode channel was left out of cochlea at implantation surgery. The device remains implanted and in use.